Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 265 mg/dl. While in the process of troubleshooting elevated bg level, the customer ran a fill tubing to remove air bubbles, but inadvertently selected change cartridge which resulted in the pump requesting a minimum fill message of 100 units. Reportedly, the customer indicated that the supplies would be changed.